Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed information from the reported time of event had been overwritten due to continued patient use. Review of the download history revealed one occlusion alarm in the alarm history on 06/24/2013. On investigation, a rewind, load a prime sequence was executed successfully without alarm. The pump was exercised for 24 hours without alarm. The force sensor was evaluated and found to be within specifications. An occlusion was induced during the investigation and the pump emitted the appropriate audible and visual ¿occlusion detected¿ alarm. Investigation was unable to duplicate the complaint.

Event description:
On (B)(6) 2013, the patient reported that the pump did not alarm for an occlusion when the cannula on the infusion set was bent and not delivering insulin properly. The patient reported hyperglycemia as a result. This complaint is being reported because the alleged pump malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.